Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects on the nozzle and adhesive on bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Physical damage was not found at the locations where the foreign material remained. The event can be detected and prevented by following the instructions for use: gif-q150 operation manual chapter 3 preparation and inspection. Gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.